Event description:
It was reported that during an unk procedure, the tissue pad came off during use. The case was completed with another device without pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.